Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of the device displayed a check pads message was not replicated or confirmed. The device was put through extensive testing without duplicating the customer's report. Review of the activity logs did not find evidence to support the reported event. It's noteworthy to mentioned the event pads were not returned as part of the investigation. The reported malfunction of device powered off on its own was observed during review of the activity logs. The log confirms that the device provided a low battery followed by a shutdown warning prior to shutting down. The device was repowered with the same battery and functions for the remainder of the case. The customer's device was replaced. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed"check pads" message and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.